Event description:
It was reported, during a trial implant, a csf leak occurred after the needle was inserted. The lead was not implanted and the trial was aborted. The patient reported having a headache postoperative. The patient reported the headache was improving and is pending follow up with her physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history an is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.